Event description:
It was reported that the patient underwent a surgical procedure to explant and replace the cuff component of this artificial urinary sphincter (aus) due to recurring incontinence secondary to urethral atrophy. No further patient complications were reported.